Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, one crack opening, broken of valve, and total delamination of valve. A leak test was performed which identified opening and delamination. A microscopic analysis was performed which identify: one crack opening, broken sharp of valve and total delamination of valve. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve, broken sharp of valve assessed as unidentified (tear) opening, total delamination of valve due to adhesive failure.

Event description:
Healthcare provider reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side deflation. Device remains implanted.